Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, removal of an instrument by the bedside assist was inadvertently initiated while it was in use, causing the surgeon to lose control of the instrument. The surgeon stated that this resulted in vaginal tissue being slightly torn; however, since the suture bite was small and very shallow, there was no injury or bleeding. Specifically, while the mega suture cut needle driver was in use on universal surgical manipulator (usm) arm 3, the surgeon requested the bedside assist remove the long bipolar grasper from another usm that was not in use to be exchanged for another instrument. When the bedside assist mistakenly started to remove the mega suture needle driver, the surgeon observed the tissue start to move and wiggle, and immediately removed her head from the console to stop following, and simultaneously instructed the bedside assist to stop, that it was not the correct instrument. The mega suturecut needle driver was fully removed, remained fully functional, and was used later with no issues when the procedure was continued as planned and was finished robotically. The surgeon stated there was no failure of the davinci system or instruments at any time and this event was a learning opportunity regarding communication for the operating room staff.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer discussed the event with the robotics coordinator via phone call. The isi clinical sales representative also followed up with the surgeon and operating room staff. It was discussed and agreed that the davinci system was working properly and the issue was resolved. A review of the system logs for this procedure confirmed an error message occurred that correlates with the removal of the mega suturecut needle driver, indicating that the surgeon removed her hand from the master tool manipulator (mtm) while in following, before she reported removing her head from the surgeon console. This was followed by the removal of the requested instrument (long bipolar grasper) about thirty seconds later. There were no errors found indicating anything wrong with the system at or near that time that would have contributed to the reported event. .